Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned. Images were not provided. Medical records were provided and reviewed. Approximately seven years post deployment, CT scan revealed that some of the filter struts were appears to be extend beyond the ivc wall. Following month, patient had abdominal pain and presented for filter retrieval. The filter was retrieved with single filter strut left embedded in the wall. Later, the detached limb also retrieved. Therefore, the investigation is confirmed for filter limb detachment. However, the investigation is inconclusive for filter tilt and filter limb perforation. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Medical device - expiry date: 10/2014.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter detached, tilted, perforated and embedded in the wall of the ivc. The device was removed percutaneously. It was further reported that the patient experienced back pain; however, the current status of the patient is unknown.